Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was still having a bladder problem. The patient stated that it was not so much during the day but at night she wears panties and fills 2-3 a night. The patient mentioned that she was at 3.0v and that was not working at all during the day or at night so she turned stimulation up to 4.5v and when she would go to the bathroom it felt like a tooth pick sticking in her crotch and it was uncomfortable. The patient noted that when she sits on the commode and urinates she would sit there for a while and still have a dribble of pee. The patient reported that she could not go anywhere without having extra panties in her purse. The patient did not have access to her patient programmer. The patient was redirected to their health care professional. Additional information was received. It was reported that the patient had surgery to resolve the bladder problem and it was some what resolved but the patient still needed some adjusting. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported patient continued to have constant frequency problems. Patient stated she has to wear 2 heavy duty pads day and night. Patient stated she has tried all 4 programs made available on her pp and has increased all the way up. Patient stated she may get relief for 1-2 weeks but it always goes back to the same issue she had prior to having the device. Patient stated hcp tells her to call manufacturer. Patient will call hcp. It was later reported on 2019-apr-04 that patient refuted the information of them stating device was off during troubleshooting with patient services. The patient indicated that they had to change the level and programs several times and when changed it was for several days, then has to be changed again because it was not working well for them. The steps to resolved the stim too strong and zapped was that they had to turn it down. The reported symptoms were not resolved with adjustment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported noticing frequent urination that ends up causing her to go through 2 packs of diapers and goes to the bathroom every 5 minutes and leakage. Patient further reported that they never felt stimulation all the time anyway, and that she "only felt it when she needed to go". Patient also reported that they had the stimulation at 9.1v but it gave them discomfort in the area down at the bottom and patient decreased the stimulation down to 8.5v , felt a "knock down in there" when she had stimulation at 8.5v and that it was a "pressing feeling" down in her bicycle seat area. Patient confirmed this did not cause the patient discomfort and noted that it was alright at this level and also that they got the upper limit screen on the patient programmer. During troubleshooting, it was noted that patient stimulation was at 8.5v at program 3 and it was reviewed that the device had the capability to go up to 8.5v. Patient changed to program 4, and increased the stimulation ultimately to 2.7v. Pt states that she felt stimulation where the implant was, but it was not uncomfortable. Patient noted that it was a "slight ache", but reiterated it was not uncomfortable for them and will monitor symptoms. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported that they initially started on program 2 but then switched to program 3 which worked for a little while and then stopped. Patient then tried program 4 but it acted the same as program 3. Patient says they were on program 4 and tried to increase but it felt like the stim was too high like they were being zapped. They also says the programs felt like a stick was poking them and there was pressure. Patient also reported that they couldn't make it to the bathroom in time and had to wear heavy duty pads and underwear. They were also getting up like 7 times, and then urinates like a flood. Patient mentioned they had a hysterectomy a long time ago where they didn't tie up their bladder and wasn't sure if that's why ins isn't helping. During call, patient synched and showed stim was off. It was reviewed therapy needs to be on for it to be effective. Patient turned therapy on and switched to program 1 at 0. They were able to changed and adjust stimulation however it didn't resolve issue. It was reviewed it takes time for body to respond to therapy, therefore titrations should be discussed with healthcare professional (hcp). Patient was redirected to their hcp if problem does not resolve. Patient will monitor symptoms now that change was made and will follow up with hcp if doesn't resolve. No further complications were reported or anticipated.